Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "dislocating total hip". Spoke to rep. A competitor head dislocated out of an mdm poly insert. The poly insert was revised to another poly insert.